Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during use the cs300 intra aortic balloon pump (iabp) had unattached disk. Patient involved and no harm reported. A getinge field service engineer (fse) observed disk not attached to cs300 console. Examined crm and drain port tubing and observed blood contamination. Observed blood contamination in blood detect tubing and purge assembly. The leak in the balloon caused the ingress of blood causing the crm, safety disk and blood detect tubing, and purge assembly to be replaced. Replaced all contaminated parts due to blood back contamination. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had disk unattached. There was no patient injury reported.